Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a break on the stent that was found when the user opened the package. As a result, another stent was used for the patient.

Manufacturer narrative:
Received the stent and tube for evaluation. The reported event was confirmed as cause unknown. The sample was visually evaluated and observed that the stent was broken at the end of stent. The root cause was unable to be determined and could not be assigned as a manufacturing related process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "method for use 1. Do not forcibly insert or remove the stent. It may injured patient or/and damage this product. Avoid improper handling of stent such as bending, kinking, tearing and etc. Avoid contact with sharp edges as this may cause damage to the stent. If grasping device is used, the stent should be removed from ureter first. Tearing of the stent can be caused by sharp instrument. Determine the proper stent length for the patient. Selection of too short a stent may result in migration. In the event of stent migration, cystoscopy or ureteroscopy should be used to return the stent to the original position or removed it from the patient. Care should be exercised when removing the stent to eliminate tearing or fragmentation." (B)(4).

Event description:
It was reported that there was a break on the stent that was found when the user opened the package. As a result, another stent was used for the patient.